Event description:
A temperature alarm was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and continued using the pump for insulin therapy.